Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The physician had several patients that they got "significantly more back" than they should at refills. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.